Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr, donor hct: 48% and 52%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.6 inr/ 2.6 inr. Donor 2: masterlot / customer meter and masterlot, 3.2 inr/ 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 124157-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer did not return the test strips.

Manufacturer narrative:
(B)(4).

Event description:
The customer's wife reported they received questionable results from coaguchek xs meter serial number (B)(4). The result at 09:57 am was 5.4 inr. The result at 10:01 am with a new finger was 7.1 inr. The customer was tested in a laboratory that afternoon and the result was within the range of 2.5-3.5 inr. The specific result could not be provided. The laboratory method was not known. No treatment was given and the physician believed the laboratory result. The patient was not adversely affected. The customer has not used the meter since (B)(6) 2016. The customer was in rehab facility due to back surgery on (B)(6) and that facility took care of the testing. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, had no heparin therapy, no direct thrombin inhibitors, no antiphospholipid antibodies. The meter and strips were requested to be returned for investigation.